Event description:
It was reported that the patient passed away. The ventricular assist device (vad) was deactivated on comfort care due to mesenteric ischemia. The cause of mesenteric ischemia was occlusion of celiac and the superior mesenteric artery (sma). The patient experienced symptoms of altered mental status (ams). The event was treated medically, but the patient was not a surgical candidate. The device operated as expected. The outcome was not considered device or therapy related. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists thromboembolism and neurological dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.